Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. In addition, noise, which was suspected to be from electromagnetic interference, was oversensed on the rv. No pacing inhibition occurred. The rv lead was surgically abandoned and replaced. During the revision, the impedances were confirmed to be out of range at greater than 3000 ohms when the values were tested through the device via pacing system analyzer (psa). When only the rv lead was tested via psa, the values were within normal limits. No additional adverse patient effects were reported.